Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 service alarm. There was moisture observed in the battery canister. A leak test failed due a battery compartment leak. The pump alarmed with a cs 078 motor alarm upon first rewind attempt. The reported cs communication was duplicated. The pump¿s cover was removed and there was no further moisture corrosion found to the motor flex connector. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.